Manufacturer narrative:
Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02804. It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on multiple contacts of the leads. Surgical intervention occurred on (B)(6) 2020 during which one lead was found to be fractured and was explanted. Surgical intervention occurred again on (B)(6) 2020 during which the other lead was explanted and replaced to address the issue. It is unknown which lead was fractured and explanted on (B)(6) 2020 and which lead was explanted on (B)(6) 2020. During the same surgery on (B)(6) 2020, a new lead could not be placed and this is documented on related manufacturer reference number 3006705815-2020-02805.